Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user complains that the joystick indicator was erratic.

Manufacturer narrative:
(B)(4). Received device evaluation 7.27.2015. Conclusion: base was returned without batteries or joystick/base is functional/did not observe any motor noise/0700 and 0811 error codes found in fault log indicating possible electronics or connection issue at some point/m51 base only

Event description:
End user complains that the joystick indicator was erratic.